Manufacturer narrative:
The investigation determined that a discordant, higher than expected tsh result was obtained when a proficiency sample was tested using vitros tsh lot 7240 on a vitros 5600 integrated system. The result was discordant when compared to alternate vitros tsh results for the same proficiency sample. A definitive cause of the event was not established. A vitros tsh lot 7240 reagent issue is an unlikely contributor to the event as acceptable accuracy and precision was observed from historical qc testing leading up to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7240. A transient instrument issue on the date of the event cannot be ruled out as a contributor to the event. An acceptable vitros tsh result of 44.63 miu/l for the proficiency sample, ln1, was obtained on the same instrument on the date of the event and acceptable results for the proficiency sample were obtained on an alternate vitros instrument. No diagnostic precision testing was performed on the instrument, therefore, it was not possible to verify the performance of the vitros 5600 integrated system around the time of the event. It is possible the stability of the proficiency sample was compromised, as the proficiency sample was from a 2023 proficiency program and no further information was provided regarding the proficiency sample.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, higher than expected tsh result was obtained when a proficiency sample was tested using vitros tsh lot 7240 on a vitros 5600 integrated system. The result was discordant when compared to alternate vitros tsh results for the same proficiency sample. Proficiency sample (ln1) result of 59.24 miu/l versus the expected result of 40 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, higher than expected vitros tsh result was obtained from a non-patient sample and was tested for the purpose of a comparison study. The vitros tsh result of 40 miu/l, deemed acceptable for the proficiency sample, was reported from the laboratory from initial testing in 2023. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).